Event description:
It was reported that the patient received an inappropriate shock. It was noted there was high impedance, short v-v counter and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2002 (B)(6). (B)(4).